Event description:
It was reported that during a lung resection procedure, the staples failed to close completely when fired. Case completed with another device of the same product code. No pt consequence.